Manufacturer narrative:
A non sterile trufill pushable coil was received and the coil was separated from the introducer, no visual anomalies were found. During microscopic examination, the coil was found to have multiple stretches. Cause of damages in coil could not be determined, however, does not appear to be manufacturing related. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirments for product acceptance. Corrective and preventative actions have been implemented to address the protrusion of pushable coils out of the introducer. The exact cause of the failure reported by the customer could not be conclusively determined, however, it is likely that the attempts by the user to push the coil back into the introducer caused the stretching of the coil.

Event description:
When the package was opened, it was noted that the coil was protruding from the introducer. The physician attempted to advance the coil into the delivery system, but was unsuccessful. The product was not clinically used. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. With analysis of the returned product, the coil was noted to be stretched.